Event description:
It was reported that the 9800 system had poor image quality with white spots on the image. Also there was a low ma error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.